Event description:
During a follow-up in clinic, a loss of capture, low pacing threshold, and a decrease in r-wave sensing threshold was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and the rv lead was noted to be dislodged. During lead revision, the helix was unable to be retracted so the rv lead was explanted and replaced. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned in one piece. The reported event of helix was unable to be retracted was not confirmed. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning, the helix could be extended. The measured full helix extension length was within specification. The reported events of loss of capture, low pacing threshold and a decrease in r-wave sensing threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.